Event description:
It was reported that the patient had four "fainting spells" which were not captured by the patient's implantable cardiac monitor (icm). Follow-up was attempted with the patient's clinic, but no further information could be obtained. The icm remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).